Event description:
The bipap auto biflex device was returned to the third-party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation inside the blower kit and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.